Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of frayed guidewire is confirmed and was determined to be use-related. One 20 g accucath ace device was returned for evaluation. The guidewire was observed to be broken 0.9 inches from its distal end. Use residue was present on both the needle and the fracture surface. A microscopic observation of the guidewire revealed a curvature tapering near the fracture sites. The fracture surfaces appeared to have a flat and granular morphology. The needle bevel exhibited a distinct raised lip along the internal edge. These findings indicate the material deformation on the needle was possibly caused by pulling the guidewire back against the needle bevel, which could result in a broken guidewire. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the clinician retracted the guidewire, and upon removing the device from the patient, it was discovered that a portion of the guidewire had sheared off from the rest of the guidewire. The clinician was able to retrieve the sheared piece of guidewire. Patient was stuck a second time as a result of the unsuccessful first attempt. It seemed to be that all fragments were removed from the patient. No other information was provided.